Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2011-(B)(6), d224trk implantable cardioverter defibrillator (ICD) 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was dislodged. It had high threshold and was not capturing; a x-ray confirmed there was no slack in the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.